Event description:
It was reported that the pt's right knee makes a creaking noise at all times with movement.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.